Event description:
It was reported that the wound is currently being treated and that the patient will be considered for reimplant in approximately 6 months.

Event description:
Clinic notes dated (B)(6) 2013 were received and reviewed. The notes indicate that the patient had undergone an excision of a cystic lesion in the midline neck in (B)(6) 2012. Subsequently, the patient has developed what appeared to be recurring infections at the site of the previous excision. Per the notes, this has currently been replaced by a massive red granulation tissue with some "serious discharge". The physician notes that in the operative notes from the previous year, the previous physician mentions that he encountered the wire from the nerve stimulator close to the cyst site. The physician states that, per his evaluation, he suspects that the patient has some kind of low-grade infection involving the nerve stimulator and the wire leading from it. Per the notes, this is the reason the patient has this ongoing process. The patient's father was informed that this is not going to be resolved by a simple excision at the site of the granulation and that the foreign body will need to be removed completely to facilitate healing of the wound. The physician suspects that they will have to consider replacing the nerve stimulator only after the infection has completely resolved. Operation notes from the (B)(6) 2012 excision indicates the specimen consisted of a single un-oriented gray-tan portion of skin with underlying subcutaneous tissue. The diagnosis indicated benign skin and subcutaneous tissue with acute abscess, chronic inflammation, and fibrosis. No cyst lining was identified. The specimen stains were negative for infectious organisms. The patient's vns generator and lead were explanted on (B)(6) 2013. The explanted device will not be returned by the explanting facility. Review of the lead device history records confirmed sterilization was performed prior to distribution. An attempt was made for additional information; however, it was unsuccessful. No additional information has been provided.

Event description:
Review of the manufacturing records for the generator confirmed sterilization was performed prior to distribution.

Manufacturer narrative:
.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
It was reported that the patient is in referral to have vns re-implanted. No known surgery has occurred to-date. No additional relevant information has been received to-date.